Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage alarms frequently when on wall power at home. They also had a few in clinic on the black power cable when on battery power. The cable was inspected and no damage was noted. The event log file recorded several low power hazard alarm flags while connected to the mobile power unit. These events were associated with brief reduction in relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. Similar events occurred while connected to the power module. There were no unusual power faults recorded while connected to battery power.

Manufacturer narrative:
Section h5/h8: usage of device corrected manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log files analysis. The mpu (serial number: unknown) was not returned for analysis; however, log files were submitted for analysis. A review of the system controller event log file contained data from the reported event date (21oct2024 to 23oct2024 per timestamp) were reviewed. Intermittently throughout the log file while connected to the mpu, low power hazard and power cable disconnect alarms were simultaneously active and were associated with relative state of charge (rsoc) invalid faults on both power cables. The alarms appeared to resolve quickly on their own. There were no other notable alarms active in the log file. The pump operated as intended for the duration of the log files. Provided information indicated that there was no visual damage to any cables. Multiple good faith efforts were sent to retrieve additional information regarding this event; however, no response was received. The root cause for the reported event was unable to conclusively determined through analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.